Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had a surgical intervention to clean out the ipg pocket site on (B)(6) 2024 due to infection (related manufacturer report number: 3006705815-2024-06562) wherein the device was not placed in surgery mode. Subsequently, the patient was unable to connect to the ipg. Troubleshooting was later performed and the ipg was successfully recovered.